Manufacturer narrative:
Recall: 1627487-12192011-003-r. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had stopped recharging the ipg for an extended period of time and eventually the patient attempted to recharge the device and the ipg was unable to communicate with the charging system. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Postoperatively the patient is receiving effective stimulation and issue is resolved.